Event description:
On (B)(6) 2014, the lay user/patient¿s relative contacted lifescan (lfs) alleging the patient¿s one touch ultra 2 meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 8:00 a. M. At an unspecified date/time, the patient obtained a blood glucose reading of ¿299 mg/dl¿ with the subject meter. The patient stated she felt this reading was high compared to her feelings and or normal results. At another unspecified date/time, the patient obtained a blood glucose reading of ¿58 mg/dl¿ with the subject meter. The patient stated she felt this reading was low compared to her feelings and or normal results. The patient manages her diabetes with oral medication (unknown type), diet, and exercise and denied taking any action in regards to her normal diabetes management in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated, at an unspecified time after the alleged issue occurred, she developed symptoms of ¿lightheaded, sweating, almost passed out, and no energy¿. The patient denied receiving any medical treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/26/2014), the patient¿s meter has been returned on 9/11/2014 and evaluated by lifescan product analysis on 9/16/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.